Event description:
It was reported that the customer is going to be taken to the hospital because of high blood glucose. Customer's blood glucose reading at the time was unknown. Caller stated that the customer's insulin pump was not delivering the insulin and is alarming no delivery. Asked caller to verify that it was insulin in the reservoir. Caller stated that it was no reservoir in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.